Event description:
It was reported that the user experienced a connectivity and pairing failure between an fsl3+ glucose sensor and the ilet app after initially scanning the sensor with the abbott fl3+ app, resulting in inability to establish sensor data communication and impending dosing suspension. Symptoms included hyperglycemia with a reported blood glucose of 311 mg/dl. Outcomes included temporary interruption of automated dosing and the need to replace and re-pair the sensor. Investigation included customer interview, device use history review, and guided troubleshooting and education. Investigation of this case revealed user setup error due to pairing the sensor with a non-ilet application, which prevented communication with the ilet system until a new sensor was applied and paired correctly. It was concluded that the event was attributable to use error, and that device function was restored through replacement sensor application and correct pairing in the ilet app. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.